Event description:
The user stated they had erroneous results for sodium, glucose and calcium over a range of dates. Of the data provided, the results for 3 samples were discrepant. On (B) (6) 2009, sample 1 from a green top tube, initial glucose result was 2 mg per dl, repeat result was 260 mg per dl from the c1 module. On (B) (6) 2009, sample 2 initial calcium result was 5.7 mg per dl, repeat result was 8.3 mg per dl. On (B) (6) 2009, sample 3 initial sodium result was 145 mmol per l, repeat result was 132 mmol per l and 129 mmol per l on the c3 module; initial potassium result was 4.36 mmol per l, repeat result was 3.8 mmol per l and 3.99 mmol per l on the c3 module. The user stated it was unknown if erroneous results were reported or if any patients were adversely affected. The field service representative determined there was a bad sv23 probe dryer valve and replaced it. He also performed fluidic adjustments. To verify the analyzer operation, he ran qc with no further issues.

Event description:
Tech alleged that the brake was not holding.

Manufacturer narrative:
A specific root cause could not be identified with the information provided for investigation. The user stated the analyzer was running better after the service visit and no further events have been reported. No adverse events were reported.